Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a left ventricular lead implant procedure, the guidewire was unable to be inserted into the left ventricular lead. A break in the lead¿s insulation was suspected. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of guidewire could be inserted was confirmed in the laboratory. A complete lead was returned in one piece. The cause of the reported event of guidewire could not be inserted was isolated to foreign material inside the inner coil lumen. The reported event of break of the insulation was not confirmed. Visual inspection of the lead found no anomalies.